Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 30. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2026, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, bleeding and increased sensitivity. No further patient complications were reported.